Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that a patient underwent a pocket revision due to discomfort. During the procedure, the physician elected to replace the ipg as the patient failed to have charge prior to surgery. No malfunction was suspected. The physician relocated the pocket site from the right to the left side of the patient's body. The patient is reportedly doing well following the procedure.